Event description:
Physician requested a 12x60x80 protege stent, the labeling including the primary box and pouch state the device is a 12x60x80 which was deployed into the pt. However, the catheter indicates the device is actually a 14x60x80. Once the physician was deploying the stent, it was too late to recapture. No injury to the pt reported.

Manufacturer narrative:
A review of the device history records was conducted.